Manufacturer narrative:
Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures and the use of the device are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. While this event is potentially related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
The ventricular assist device (vad) coordinator reported that the patient with a history of gastro-intestinal (gi) bleeding arrived in clinic with complaints of fatigue for past 3-4 days. It was reported that the fatigue may have been related to low hemoglobin (lab value not known. The patient was admitted to the hospital from the clinic for possible gi bleed. An endoscopy was done, but no bleeding was confirmed. No further effect on patient has been reported

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted. The cause of the reported event cannot be determined based on the available information; however, bleeding including, gastrointestinal bleeding, has been identified as a known potential risk associated with vad implantation as outlined in the instructions for use. While this event is potentially related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.